Event description:
Patient was revised due to pain, stiffness, elevated cocr ion levels, and large fluid collection was noted. **update** (B)(4) 2013 litigation papers received. Doi provided. Litigation alleges implant failure and discomfort. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob information. Side was also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain, stiffness, elevated cocr ion levels, and large fluid collection was noted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2013 litigation papers received. Doi provided. Litigation alleges implant failure and discomfort.